Event description:
It was reported that 20+years ago, a poly swap was performed due to unknown reasons.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
Added correct aware date.